Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed during prime. The blood glucose reading was 96mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.